Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced keypad anomaly. It was also reported that customer received a failed battery test alarm. Customer's blood glucose was not provided. Insulin pump would be replaced.

Manufacturer narrative:
All operating currents were within specification. No unexpected failed battery test alarms were noted. The pump had intermittent button response due to corroded keypad traces. The pump also had minor scratches on the lcd window, a cracked case on the display window corners, and a cracked reservoir tube lip.